Manufacturer narrative:
(B) (4): the implantable neurostimulator was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The patient initially had paresthesia coverage from the implantable neurostimulator system in both his legs. Beginning in (B) (6) 2009, the patient began to experience paresthesia in the neurostimulator pocket. The extensions were replaced (B) (6) 2009, which did not resolve the problem. The lead was tested perioperatively which revealed impedances greater than 4000 ohms on 2 electrodes. The lead was replaced. The new lead was tested with a snap lid connector and the patient felt stimulation in both legs. When the system was reconnected in the operating room, the patient again felt stimulation in the pocket. The patient felt stimulation in his legs. The hcp decided to replace the implantable neurostimulator. Afterward the patient had stimulation coverage in his legs without pocket stimulation. There were no obvious anomalies to the implantable neurostimulator to the operator.